Manufacturer narrative:
Actual device was not returned, no part number was provided, no pictures were provided, and no information about activation timing was provided. The complaint could not be confirmed, and true root cause is unable to be determined. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "disposable battery-operated cautery pen was used to cauterize vas deferens during procedure. On 3 instances, the tip broke off but was able to be recovered." Note that this report is for the third instance. This was reported through medwatch, with report number (B)(4).